Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total hysterectomy, when locking the suture towards the end of the procedure, the suture wire is breaking. Another suture was used to complete the case. There was no patient harm.